Event description:
It was reported that the patient experienced an allergic reaction after using the product.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated accutni results in the risk stratification range for one patient generated by the access 2i (lxi) immunoassay analyzer. A negative troponin-t result was also obtained. The erroneous results were reported out of the laboratory. The sample to be shipped to customer product line support (cpls) for verification testing. Patient treatment was not impacted by this event.

Manufacturer narrative:
Product from this complaint was returned and evaluated. Our investigation analyzed and tested samples from all batches associated with this and related complaints. Tested batches included samples from our inventory, samples returned from the involved medical facilities as well as retained samples from the sponge suppler. Test results confirmed all products to be sterile. Our investigation could not determine the specific cause of patient reactions associated with this complaint. No product non-conformances were identified during our investigation.